Event description:
Additional information notes that the pocket incision had a slight opening prior to the procedure, indicating wound dehiscence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22404. Related manufacturer reference number: 2017865-2021-22406. It was reported that the patient presented with an infection, with the site of their incision appearing red and inflamed. The pacemaker and associated leads were explanted. The patient was in stable condition.